Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had gone into a coma. Once at the hospital the patients pod was removed and the patient reports the pod failed to adhere and the cannula was found to have dislodged from the pod infusion site (abdomen). The patient was treated with an insulin drip. The patient was prescribed insulin. The patient was discharged from the hospital after 6 days.